Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2016-03011 / 03012 / 03013 / 03014 / 03015 / 03016). Device not returned by attorney.

Event description:
Legal counsel for patient reported that patient has been indicated for left hip revision due to pain and elevated metal ion levels; however, no revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Device was returned and evaluated. Upon visual inspection there is some black debris inside the taper of the head with some scuffing on the od of the device. The returned liner has gouging on the face of the device. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Medical records indicate that the patient was revised due to trochanteric bursitis.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No revision occurred. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient has been indicated for left hip revision due to pain and elevated metal ion levels; however, no revision procedure has been reported to date. Patient had a left hip injection due to trochanteric bursitis. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to relay additional information

Event description:
It was reported that a patient was revised due to pain and elevated metal ion levels. Attempts have been made and no further information is available at this time.